Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon ¿scope image is not displayed¿ occurred due to a faulty dp board. No further information can be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The evaluation found that an image was not present when the returned device was tested with olympus, exera ii scopes. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no scope image was visible, only a "test image and patient data" were visible. The problem, as reported to olympus, was identified prior to the intended procedure. There was no patient injury, associated with the problem, reported to olympus.